Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a significant burden of ventricular tachycardia (vt) episodes. Also, some atrial tachy response episodes with dual tachycardia were recorded. During the vt detection, the rate went in and out of the programmed zone. Also, some of the atrial arrhythmias were very fine, therefore they were under sensed, resulting in atrial pacing that caused blanking periods, blanking ventricular beats, under sensing and delaying the vt being re detected. Several programming and medication options were discussed for this patient. The ICD remains in service. No additional adverse patient effects were reported.